Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The proximate cause of the customer report of an accuracy issue was determined by service to be due to a faulty mechanism assembly. The customer report of an accuracy issue was confirmed during the service repair process. There was no reported patient injury. This device is used for therapeutic purposes.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. The customer report of an accuracy issue was confirmed during the service repair process. The proximate cause of the customer report of an accuracy issue was determined by service to be due to a faulty mechanism assembly. . The proximate cause of the iui issue was determined by service to be due to a corroded iui connector. The proximate cause of the door assembly issue was determined by service to be cause by wear.

Event description:
It was reported that the device had an accuracy - low (volume, temp, pressure)[acc2] issue.